Manufacturer narrative:
(No device allegation). Based on the info provided, it is unk if the device may have caused or contributed to the reported event. The product has been returned for eval and currently a plant investigation is pending. Additionally, the post market clinical staff is in the process of reviewing medical records. A supplemental MDR will be submitted at the conclusion. Related mdrs: 2937457-2014-00584 and 00585.

Event description:
It was reported by the pt's wife, the pt expired on (B)(6) 2014. No add'l info has been provided.